Event description:
Event description guidant received information upon evaluation of this pacing system after this patient presented to the hospital, that this right ventricular lead had triggered the lead safety switch due to impedance measurements greater than 2500 ohms and was unable to capture the myocardium. X-rays had been taken as a lead conductor fracture was suspected. The lead was surgically abandoned during the revision procedure and a new lead was successfully placed.